Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in sudden cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained 2 sets of electrode pads to continue treating the patient. They were able to obtain an ECG signal with the third set of electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and electrode pads were returned to zoll medical (B)(4) and the reported malfunction was not replicated or confirmed. The returned electrodes were visually evaluated and observed an excessive amount of hair, scaly skin, and foreign substance adhered to all three electrodes. A continuity test and discharge test were performed with no discrepancies. Review of the provided device log does show multiple occurrences of check pads and pads on/off that correlates to the reported problem. This investigation was closed as improper patient preparation prior to the application of the electrodes. The instructions for use states: ensure skin is clean and dry under electrode. Remove any debris, ointments, skin preps, etc. With water (and mild soap if needed). Wipe off excess moisture/diaphoresis with dry cloth. Analysis for reports of this type has not identified an increase in trend.